Event description:
The customer reported being hospitalized due to dehydration and hyperglycemia. The blood glucose reading was 488 mg/dl. The symptoms leading to her admission was body aches, lips/face numb, nausea, and excessive thirst. The customer has treated her glucose level with 110.0 units of insulin through manual injections. The customer declined to troubleshoot as she has a bent cannula, which caused her glucose level to rise. The customer mentioned having scar tissue in the abdomen where she inserted for over five years, and insulin was leaking at the insertion site. Instructed the customer to have the dr check for possible pooling of insulin and to ensure she is using the appropriate infusion set for her body type. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.